Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient encountered red rash at the site of insertion. Patient was treated via antibiotics. No further information available.